Manufacturer narrative:
(For device b); exp date = 12/2011 (device b). Mfg date 1/2007. Device a was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Device b was returned in good visual condition. The device was tested and an error code 5 was displayed; the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk case, the device did not function after a few mins. Took a new instrument and had the same problem. No further info is available. There was no patient consequence.